Manufacturer narrative:
The impella device has received from the customer, upon completion of the investigation, a supplemental MDR will be filed.

Event description:
EU complainant reported the patient was on impella support when the automated impella controller (aic) turned off. The aic was replaced and impella support continued. The patient was on impella support for 9.08 hours before expiring.

Manufacturer narrative:
The investigation for the console (aic) shutdown issue has been completed. Console logs from the reported day of the event are consistent with the complaint, showing an unexpected shutdown followed by "unexpected shutdown" alarm after the boot-up. There were no warning signs or precursors prior to the unexpected shutdown, and no software processes showed signs of failure. After the shutdown, the console¿s software automatically restarted, with no interruption in pump operation. The console was returned for evaluation. During inspection the issue could not be reproduced during testing with the pump. No unexpected shutdowns or performance issues were observed. A thorough visual inspection of the internal components was conducted, but no physical problems were found. There was no interruption in the supply were detected between the pbm and the 4-in-1 assembly. The root cause of the intermittent, unexpected controller shutdown could not be determined, as there was no clear indication of the cause, and the issue could not be reproduced. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿